Event description:
A company representative reported that two xia rod to rod clamps did not retain their respective rods post-operatively. Revision surgery has not been performed nor scheduled at this time. No adverse consequences were reported. This report is for the first of two xia rod to rod clamps.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that two xia rod to rod clamps did not retain their respective rods post-operatively. Revision surgery has not been performed nor scheduled at this time. No adverse consequences were reported. This report is for the first of two xia rod to rod clamps.